Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. Expiration date: note that the expiration date was stated to be april 2017, whereas the manufacturer's information was 01/28/2019. Follow-up has been conducted to clarify the discrepancy, with no information reported at this time.

Event description:
Customer reported anesthesia breathing circuits were having recurring leaking issue. This report represents an undetermined number of past events. Events occurred three or four times a month and accrued more often each day, occurring every other to three circuits per operating room. Anesthesia machines gave circuit leak readings averaging 290ml/min, 492ml/min, 698ml/min, and 760ml/min. Additional information from the customer noted failed leak tests occurred at the beginning of the work day during full system check of the anesthesia machine by anesthesia technicians. It was reported the customer was in process of elimination and had changed patient preparation. No adverse health outcomes have occurred at this time. Please refer to medwatch 2183502-2016-01768 for the related event that occurred on the day of report.

Manufacturer narrative:
The customer returned one device for evaluation. It could not be determined which reported event was associated with the returned device. Therefore, the evaluation of the returned device will be used for the medwatches. The following MFR were submitted related to the evaluation: 2183502-2016-01768 and 2183502-2016-01769. One portex® anesthesia breathing circuit was returned for investigation. The sample was returned inside a plastic bag with its original opened packaging. A photograph was also provided for review. Inspection of the provided photograph confirmed that the reported part and lot number corresponded to the returned sample. A review of the device history record, relevant to the reported lot, found no non-conformities or abnormalities during manufacturing. Visual inspection of the returned device revealed that there were no deformation/holes along the tube and that the tube was correctly assembled. Additionally, no holes were found on the breathing bag. Functional testing was performed by attaching the returned tube and bag sample to a leak testing device; no leak was detected on the assembly. Investigation did not find fault with the returned device and found that the device operated as intended. (B)(4).

Manufacturer narrative:
(B)(4).